Event description:
Information was received from a healthcare provider via a manufacturers representative regarding a patient who was receiving saline via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient was found unresponsive on the floor. No other information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.